Event description:
It was reported that the patient presented for interrogation of the implantable cardioverter defibrillator after the implant of a left ventricular assist device (lvad). Several recorded episodes of non-sustained over-sensing were recorded by the device and were attributed to the newly implanted lvad. No interventions were made. There were no symptoms reported.